Manufacturer narrative:
The service engineer (se) inspected the device and replaced the keyboard. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator got shut down. The ventilator was on a patient at the time of the reported event. The patient was transferred to another ventilator. The patient was not harmed as a result of the reported event.

Manufacturer narrative:
Correction to the 510k number. Unique identifier (UDI) number added to section d. Device evaluation: the keyboard was returned for failure investigation. A visual inspection of the returned keyboard was conducted and it was noted that there was multiple areas of contamination as a result of fluid ingress on the printed circuit board (pcb). The keyboard was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. During extended self test (est), the ventilator failed the keyboard test for error code (B)(4) (insp. Pause key fails). Further investigation found that a pcb track which connects to the insp. Pause key had become an open circuit. The track was etched as a result of the contamination on the pcb. The root cause of the observed condition was determined to be contamination due to mishandling. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.